Event description:
Blade guard was missing from device when packaged was opened. Blade was exposed.

Manufacturer narrative:
Other reports similar in nature have been received indicating grounds for a manufacturer issued recall.